Manufacturer narrative:
Clinical investigation: the source of the patient¿s uremic symptoms have not been reported. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s uremic symptoms. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient has developed uremic tics and as a result his prescription has been increased to treat the uremic symptoms. The patient has also been feeling overwhelmed and anxious. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. The source of the patient¿s uremic symptoms has not been reported. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s uremic symptoms.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient has developed uremic tics and as a result his prescription has been increased to treat the uremic symptoms. The patient has also been feeling overwhelmed and anxious. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. The source of the patient¿s uremic symptoms has not been reported. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s uremic symptoms.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.